Event description:
A custom umbilical artery catheter (uac) had been in place in the pt for 5 days. The line was disconnected from a blood pressure transducer and an attempted connection to a neotrend sensor was made. The disconnection was made with finger pressure and no undue force was required. Within a few seconds of attaching the neotrend sensor, flush solution and then blood appeared to leak from the connection. Closer inpsection revealed a hairline fracture in the hub of the uac. The dr clamped the uac with forceps to stop the blood loss. Approx 1-2 ml of blood was lost. The uac was replaced and a new neotrend sensor placed into the uac without difficulty. There was no report of injury to the pt.